Event description:
A patient was implanted with a mitroflow lxa25 sn (B)(4) on (B)(6) 2013 at (B)(6) medical center (B)(6). At 2 years follow-up valve showed failure with severe bio-prosthetic aortic stenosis. On (B)(6) 2015 a tavi was performed at (B)(6) medical center in (B)(6).